Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker product assessment center (pac) reviewed the device key logs and determined that the most likely cause of the reported issue is a faulty ac power adapter. Stryker recommended the customer get a new ac power adapter. The cause of the reported issue could not be determined. The device was returned to the customer for use.

Event description:
A customer contacted stryker to report that their device's on button was unresponsive. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.